Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused hematemesis. The patient was admitted to the hospital. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused hematemesis. The patient was admitted to the hospital. Device has strange odor, burning/smoke/electrical odor, and gas smell. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, we could not observe any black particulate or evidence indicative of foam degradation inside the unit. After the unit operation, the unit was disassembled for visual observation. The unit airpath assembly foam and unit airpath foam, flow path including outlet, and bacteria filter looked clean. Observed a few foreign dust particles of external origin inside the blower.  During the investigation, they found the monitor pressure sensor and control pressure sensor sensors mounted on the sensor board to be faulty. The sensor board has been replaced.  Section h1 & h4 was captured incorrectly in the previous report. It has been updated and corrected in this report.  In this report, sections d9, g3, h3, and h6 have been updated.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused hematemesis. The patient was admitted to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.